Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of an infusion ending sooner than expected could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd intravascular administration set experienced flow issues, and overinfusion. The following information was provided by the initial reporter: infusion for volume of 1417.5ml was to infuse over 24 hours @59.1ml/hr. Infusion documented to start @ 17:54 on (B)(6) 21. Infusion documented to end@ 14:54 on (B)(6) 21. Infusion should have finished @ 17:54 on (B)(6) 21. The infusion ended sooner than expected, therefore was an over-infusion and the customer requested a log review to check for errors. There was no reported patient impact.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. The customer's address is unknown:  (B)(6) has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intravascular administration set experienced flow issues, and overinfusion. The following information was provided by the initial reporter: infusion for volume of 1417.5ml was to infuse over 24 hours @ 59.1ml/hr. Infusion documented to start @ 17:54 on (B)(6) 2021. Infusion documented to end @ 14:54 on (B)(6) 2021. Infusion should have finished @ 17:54 on (B)(6) 2021. The infusion ended sooner than expected, therefore was an over-infusion and the customer requested a log review to check for errors. There was no reported patient impact.